Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm and arterial pressure alarms occurred at the start of a routine hemodialysis treatment. Air bubbles were observed in the arterial line. The operator was unable to complete the rinseback process resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
Rinseback of the patient's blood was not completed due to the operator not following the instructions properly. There is no evidence of a device malfunction. The reported alarms are indicative of inadequate vascular flow at the start of the treatment to support the commanded blood flow rate. The user's guide identifies probable cause and provides adequate instructions for troubleshooting the reported alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.